Event description:
Patient reported a port leak. Additional follow-up with the office noted the device was successfully replaced and the allegedly defective device was discarded.

Manufacturer narrative:
Taper ii. (B)(4). The access port connector associated with this report has not been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿